Event description:
It was reported that during a video assisted thoracoscopic surgery / lobectomy procedure, the device locked out. Performed a thoracotomy and finished the procedure with an linear cutter. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). It was a bullectomie. And the echelon locked on the tissue. They used the manual override to open the echelon. The users are very experienced with the device. The reason that they converted was because of adhesions that started bleeding. Tissue was stapled and cut for the first stroke it occured on the second or third firing. He could not remember. Condition of the patient is fine. The analysis results found that one ec60a device was returned with the anvil bent upwards and with an ecr60b cartridge loaded on the device. The returned reload was received fully fired and in good visual conditions. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.